Event description:
It was reported that pump screen was cracked. There was no reported impact to the customer¿s blood glucose level. Patient declined troubleshooting and provided no further details, and no additional follow up was performed by technical support.